Event description:
Unit screen freezes up, image stops scanning, and touch panel stops responding. Customer has to power cycle to temporarily fix the issue.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Unit screen freezes up, image stops scanning, and touch panel stops responding. Customer has to power cycle to temporarily fix the issue.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of sr8 screen freezes up, image stops scanning and touch panel stops responding. Customer has to power cycle to temp fix issue was confirmed. The reported issue is confirmed; the unit is running slow and freezing. The root cause is due to the unit needing to be updated. H3 other text : evaluation findings are in section h.11.